Manufacturer narrative:
Event date: (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had leak. The patient stated that they experienced a leakage in the cassette membrane in which they tried drying it using a blow dryer. Renal therapy services discussed continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information was available.